Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of around 200 mg/dl and 66 mg/dl. Customer was not able to provide actual readings. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.